Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged or used the system in two to three years as her pain had improved. The ipg was confirmed to be inoperable. The patient now has new pain that needs to be addressed. Surgical intervention is planned to address the issue.